Event description:
It was reported that the patient complained of a shocking stimulation periodically. There was no patient injury noted.

Manufacturer narrative:
(B) (4). Screener. Final device analysis of the screener revealed no significant anomalies. The battery contacts were replaced. The antenna jack was replaced as a prophylactic measure.